Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a permanent out of range signal on (B)(6) 2014. Patient inserted sensor into arm. At the time of contact, the patient did not report any injury or medical intervention.